Event description:
It was stated that the customer experienced high blood glucose of 300 mg/dl for the past three weeks. Troubleshooting was performed and the insulin pump failed the high pressure test, but passed the self-test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.